Manufacturer narrative:
A pump data review was performed which confirmed the investigation findings and investigation conclusion submitted in the 1st supplemental report.

Manufacturer narrative:
Per tandem's user guide: the tandem user guide includes instructions to always have a backup insulin method available. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the touchscreen became cracked and unresponsive. The customer experienced an elevated blood glucose level of 324-325 mg/dl and 0.6 mmol/l ketone level as a result of not having back-up therapy available at the time of the event. The customer was subsequently hospitalized and treated with insulin. Multiple attempts were performed to receive additional information pertaining to the event; however, no response was received.